Event description:
The patient reported that the date was incorrect on the pump; the date was set to (B)(6) 2011 but the actual date was (B)(6) 2011. The patient confirmed that the time was set correctly. The patient stated that she had done some traveling and changed the time on the pump but felt that the date changing would not have been from use error. The patient reported feeling that the pump may have changed the date without intervention. The patient confirmed that the pump was not resetting to factory default upon battery changes.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a manual date change was found in the pump history from (B)(4) 2011. All other dates in the pump history are congruent. There was no activity outside of normal use observed in the black box or download history. After the time and date were set, the pump was left without power for one hour and the pump maintained the time and date upon rebooting.